Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10329. Reported via voluntary medwatch# mw5065396. It was reported that removal difficulties were encountered. Patient was referred for coronary artery bypass graft however, the patient refused. Coronary atherectomy was then performed. The target lesion was located in the proximal left anterior descending artery. A 1.75mm rotalink¿ plus and a rotawire¿ were selected for use. During the first pass of the 1.75mm rotalink¿ plus, the burr stalled. The burr was unable to be moved forwards and backwards. The device was placed in dynaglide mode yet remained unresolved. A choice pt extra support guide wire was advanced alongside the burr to try to loosen the stalled devices but was unsuccessful. The patient was then prepped for emergency surgery. No further patient complications were reported.